Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740, software version: 1.2.0. The software investigation found that the reported behavior was the intended behavior of the software. The software was functioning as expected. Evaluation codes that apply to this testing: 10, 213, 67. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation was off by about an inch while completing a spine case and attempting to navigate. It was noted that a manufacturing representative (rep) believed that when the drape was removed the reference frame was moved causing the inaccuracy. It was noted that a second spin was taken and the system was accurate. There was no surgical delay and no impact on patient outcome.